Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was evaluated in the field and the issue was confirmed; there were exposed wires. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported there were exposed wires or damaged power prongs. There was one instance where a user received an electric shock.